Event description:
Information was received that a smiths medical catheter was notably difficult to thread. No further information provided. No patient injury resulted.

Manufacturer narrative:
No single specimen was identified as an example of the complaint. Initial visual examination indicated that one 20 ga. Introducer had a cannula that was bent at a point coincident with the position of the nose prior to guard advancement- e.g. The position of initial use. The bend was of sufficient magnitude that the specimen would not have been passed by the automated process checks on the assembly equipment. The bend is typical of incorrect sheath removal, however no sheath was present to examine for confirming the marks. Given the condition and way in which the samples were delivered, and the lack of correlation between the sample subassemblies, no conclusion can be made regarding the complaint.